Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bilateral upper abdomen using cooladvantage, coolcore contour applicators and to the bilateral lower abdomen using cooladvantage+, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Ph was described as hard fat hypertrophy with soft areas in-between applicator sites, area appears to be enlarged as well. On (B)(6) 2019, patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the bilateral lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bilateral upper abdomen using cooladvantage, coolcore contour applicators and to the bilateral lower abdomen using cooladvantage+, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Ph was described as hard fat hypertrophy with soft areas in-between applicator sites, area appears to be enlarged as well. On (B)(6) 2019, patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the bilateral lower abdomen.

Manufacturer narrative:
Clarification to d4: (B)(6) were reported but do not align with treatment dates and are likely incorrect upm numbers.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bilateral upper abdomen using cooladvantage, coolcore contour applicators and to the bilateral lower abdomen using cooladvantage+, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Ph was described as hard fat hypertrophy with soft areas in-between applicator sites, area appears to be enlarged as well. On (B)(6) 2019, patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the bilateral lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.